Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the customer experienced high blood glucose of over 400 mg/dl; treated with manual insulin injection. Customer stated he changed the infusion set and reservoir twice and issue persisted. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date and bolus wizard are correct. Customer stated that some of the basal rates were changed recently by the doctor. Last blood glucose value was 428 mg/dl; customer felt very sick. Customer removed the infusion set and the cannula was not bent or occluded. The high pressure test was not performed as the customer did not have the tubing clamp. Nothing further reported.